Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not fire.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an unknown procedure performed on (B)(6) 2025. During the procedure, when the device was triggered to secure the clip, it did not fire. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.